Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event. The system was tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented a system message during a cataract surgery of two cases. Both the patients experienced posterior capsular tear that required additional anterior vitrectomy procedure. The surgeries were completed successfully using the same console. The patient's outcome was not provided.